Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free and missing. The root cause for the missing receptacle was physical abuse. There was no adverse event that resulted from the damaged monitor.